Manufacturer narrative:
The axela sheath was returned to edwards lifesciences for evaluation.  The returned device was visually inspected.  The sheath housing was observed to be separated from the sheath shaft.  The outer jacket was observed to be torn ~5/8¿ in length ~6.5¿ from the bilayer along the fold line.  Five kinks were observed along the shaft, approximately 2.5¿, 3¿, 3.75¿, 4.5¿, and 5.75¿ from the bilayer.  When the outer jacket was removed, the inner member appeared folded at the outer jacket tear.  Scratches were observed on the outer jacket near the kinks.  The tip was observed to be unexpanded.  Stretching was observed of the outer jacket and the inner member was folded in on the proximal end.  Outer jacket material was present in the housing and stretching was observed of the proximal portion of the inner member.  Based on the nature of the complaint and returned condition of the device, no relevant dimensional or functional testing was able to be performed. Imagery of the axela sheath was provided for review.  CT was provided of the axela sheath inserted in the patient.  A sharp bend in the patient¿s anatomy was observed to be present.  Furthermore, a picture of the device, after use in the procedure, revealed that the axela sheath hubs separated from the shafts. During manufacturing, the axela sheath underwent multiple 100% inspections and was tested a number of times.  The inspections/tests were performed during the patch bonding, inner tip bonding, outer jacket assembly, outer jacket loading on inner member, outer tip bonding, proximal flaring, shaft pre-conditioning, axela shaft inspection procedure, sheath shaft to hosing bond and axela sheath final inspection.  In addition, the lot underwent product verification (pv) testing was performed on a sampling basis.  This testing included an insertion force test, where a mandrel was inserted through the sheath (simulating a delivery system and valve).  The peak insertion force was measured through the shaft and at the tip. In addition, the shaft to housing bond in tensile tested.  These inspections indicate that the axela sheath has sufficient inspections in place to identify potential manufacturing defects related to the complaint event. A design history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Lot history was performed revealed other complaints for the associated events.  No manufacturing non-conformances were identified with any of the returned devices. A review of the complaint history from april 2018 to march 2019 revealed other returned complaints for ¿sheath shaft- resistance with delivery system, bc¿, ¿sheath housing, hemostasis valve- separated¿, ¿outer jacket- torn¿ and ¿sheath shaft ¿ kinked, bent¿ (all models).  The axela sheath is a recently commercialized device, and control limits, therefore, have not yet been established.  As such, the post market surveillance plan dictates that complaint trends will be reviewed.   For the reported sheath shaft- resistance with delivery system, bc returned devices, no manufacturing non-conformances were identified.  Review of complaint history revealed more than 3 complaint occurrences per month for the past 3 consecutive months which met the trigger for review.  Complaints initiated from january 2019 to march 2019 were reviewed.  This review revealed complaints in which the valve became stuck and had to be removed, as well as complaints in which the valve encountered resistance but was able to be implanted.  Of the complaints related to this event (valve became stuck and unable to be implanted), the review revealed no manufacturing non-conformances.  The review did reveal several adverse events associated with several complaints.  This trend will continue to be monitored.  For the reported, ¿sheath housing, hemostasis valve separated¿ devices, no manufacturing non-conformances were identified.  Review of complaint history did not reveal more than 3 complaint occurrences per month for the past 3 consecutive month, which did not meet the trigger for review. For the reported, ¿outer jacket torn¿ devices, no manufacturing non-conformances were identified.  Review of complaint history revealed more than 3 complaint occurrences per month for the past 3 consecutive months, which met the trigger for review.  Complaints initiated from january 2019 to march 2019 for ¿outer jacket torn¿ were reviewed. For the reported ¿sheath shaft kinked, bent¿ devices, no manufacturing non conformances were identified.  Review of complaint history revealed more than 3 complaint occurrences per month for the past 3 consecutive months which met the trigger for review.  Complaints initiated from january 2019 to march 2019 for ¿sheath shaft kinked, bent¿ were reviewed. The axela instructions for use, the ultra IFU, and the edwards sapien 3 ultra procedural training manual were reviewed for instructions involving device preparation and use.  No IFU/training deficiencies were identified. The complaints for ¿sheath shaft resistance with delivery system, bc,¿ ¿sheath housing, hemostasis valve- separated,¿ ¿sheath shaft kinked, bent,¿ and ¿outer jacket- bunching¿ were confirmed based on visual inspection of the returned device.  Investigation of the device, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the events.  A review of manufacturing mitigations supports that the sheath had proper inspections in place to detect issues related to the complaint events.  A review of IFU/training materials revealed no deficiencies.  There were no noted abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging.  Training materials indicated that push force through the sheath can vary due to vessel diameter, tortuosity, and degree of calcification, and insertion angle.  The recommended access vessel mld for the 29 mm sapien3 ultra system is 6.0mm, but per the case notes, the patient¿s access vessel mld was only 5.7mm.  Small vessel diameters can create more restrictive pathways that can lead to resistance during device insertion.  The case notes also reveal that the patient had moderate calcification and moderate tortuosity.  Calcification can interact with the sheath and prevent it from fully expanding to allow passage of the delivery system.  The presence of tortuosity can create challenging pathways that can increase resistance during device advancement.  The provided imagery confirmed the presence of patient tortuosity, which would contribute to the sharp bend in the sheath that could contribute to the sheath shaft kinks.  In addition, the case notes revealed that the sheath was inserted at a sharp angle.  If resistance was encountered, excessive force and manipulation was likely applied to overcome the resistance which could have led to the sheath housing becoming separated from the sheath.  The multiple kinks and the outer jacket tear can also be attributed to the excessive device manipulation.  It is also possible that the present calcification lead to the tear on the outer jacket.  While a definitive root cause was unable to be determined, available information suggests that patient factors (small vessel diameter/calcification/ tortuosity) and/or procedural factors (excessive manipulation/sharp insertion angle) may have contributed to the complaint events. No manufacturing or IFU/labeling inadequacies were identified with any of the returned devices. Available information suggests that patient factors (small vessel diameter/calcification/ tortuosity) and/or procedural factors (sharp insertion angle) may have contributed to the ¿sheath shaft resistance with delivery system, bc¿, complaint events.  A CAPA was initiated to further investigate resistance with delivery system complaints that result in the valve being stuck in the sheath.  Available information suggests that procedural factors (excessive manipulation) may have contributed to the ¿sheath housing, hemostasis valve separated¿ complaint events.  A CAPA has been initiated to investigate and address instances where the axela sheath shaft separated from the housing.  In addition, a product risk assessment (pra) was initiated to further study the reported event.  Available information suggests that patient factors (small vessel diameter/calcification/ tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the ¿sheath shaft ¿ kinked, bent¿ complaint events.  No corrective or preventative action were required.   Available information suggests that patient factors (small vessel diameter/calcification/ tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the ¿outer jacket torn¿ complaint events.  No corrective or preventative action were required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a trans-subclavian tavr procedure, during insertion of the delivery system through the axela sheath, the sheath broke (separated from the proximal plastic hub to the expandable sheath).  A second attempt with another axela sheath was made but was unsuccessful.  Upon removal, both axela sheaths appeared to be broken in two pieces with notable damaged to the middle section. A third attempt was then made but with a 16fr expandable sheath but it was also unsuccessful. The valve was not implanted.  Surgical intervention (savr) was proposed but was refused by the patient at the time. The patient was noted to be in good condition at the conclusion of the case.  It is perceived that that device kinking and the caliber of the vessel contributed to the resistance. The patient¿s minimum luminal diameter measured 5.7mm.  The vessel was noted to have low calcification and standard tortuosity.  Note: this description pertains to the first axela sheath used.

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation.  During preliminary engineering evaluation the sheath was observed to have an outer jacket tear approximately 5/8" in length approx 6.5" from the bilayer along the fold line.  Investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Correction:  additional information: ref. Related mfgr. Report number:  2015691-2019-01176.